Event description:
It was reported that the pump had not alarmed for air in line. The patient had been due for disconnect at 11 a.m. On that day. The daughter had stated that she knew how to stop the pump and power it off and had planned to disconnect the pump upon returning home from work. The pump screen had displayed running, and a residual volume of 86.8 ml, empty in 39 hours and 36 minutes. The reservoir had appeared to be empty, with small air bubbles observed near the patient's port and what had seemed to be crystallization in the tubing between the port and the pump. The given amount, 117.2 ml since (B)(6) 2025, had been reviewed and compared with the pump label, which had corresponded accurately. The tvbi had been 101.2 ml. The pump had not alarmed for air in line, though the patient had mentioned that the pump had beeped once at 11 a.m. (The expected disconnect time), and she had pressed a button in response. The registered nurse had advised the daughter to stop the pump immediately and power it off. The registered nurse had further advised the daughter to contact the patient's physician to discuss the situation. The drug in use had been 5fu. The event occurred while in use with a patient and the operator of the device was a health professional. There was a patient involvement, but no patient harm reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device was not returned for analysis of complaint. No event history log provided. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.